Event description:
It was reported that that cardiosave, intra-aortic balloon pump (iabp)¿s red pressure input was broken. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.